Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead, product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead, other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 09-jun-2013, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 05-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was told 2 years ago that they had two broken wires inside of him and they were not sure if that would affect their controller function. No symptoms were reported.